Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter had an error 2 issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at on (B)(6) 2015 at 4am, the patient observed an error 2 message on their ot verioiq meter. The reporter stated the patient manages their diabetes with a combination of diabetic medications ("metformin and farxiga"). The reporter confirmed that the patient did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "tiredness" a few hours after the product issue as a result of the error 2 message. The reporter denied the patient received medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the reporter's testing technique was correct, and there was no misuse of the product. The cca was unable walk through a retest with the reporter and the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did they receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.